Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that customer's reservoir was leak past both o-rings. Customer's blood glucose was unknown at time of incident. Customer advised to discontinue use reservoir and need to replace. Reservoir will not be return for analysis.